Manufacturer narrative:
The reported difficulty in securing the right ventricular lead set screw was confirmed in the laboratory. Visual inspection identified setscrew inset was stripped and septum debris material inside the screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw. The reported field event of noise was not confirmed in the laboratory. The device telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25751. It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had noise episodes. The patient was asymptomatic. The patient came into clinic for a follow-up appointment for reprogramming changes but during appointment, the patient's right ventricular (rv) lead had decreased sensing and high capture thresholds. It was determined that the rv lead had a microdislogement. On (B)(6) 2021, the patient presented in clinic for revision procedure. During procedure, rv lead was found to have blood in the insulation and the ICD's set screw was difficult to remove. The rv lead and ICD were both explanted and replaced. The patient was stable throughout procedure.